Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). Concomitant medical products: guide wire: sion, sion blue, xt-r, guide catheter: heartrail. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a concentric lesion with mil tortuosity, heavy calcification and 90% stenosis in the mid left anterior descending (lad) coronary artery. A 2.0 x 15 mm mini trek rx balloon catheter was attempted to be advanced to the lesion for pre-dilatation; however, it could not cross the lesion due to the anatomy. In the attempt to advance the device by tapping, the proximal end of the shaft got kinked. The device was remove from the anatomy and was replaced with a 1.2 x 12 mm mini trek rx balloon catheter. The 1.2 x 12 mm mini trek was prepped without issues and crossed the lesion. However, the balloon ruptured at 8 atmosphere (atm) during the first inflation. Pressure could not applied to the balloon and blood was noted inside the indeflator. The physician determined the procedure could not be continued and the procedure was finished without further treatment. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.